Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp machine not working on battery. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field service engineer (fse) was dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the machine is not working on battery. Then the fse had further investigated that the machine is working on mains but it is not working on battery and checked the voltage which is under the ok state condition. It was found that the battery looked defective and needs to be replaced (battery,sealed acid,12v). Waiting for the parts ordered. Batteries not yet replaced. Additional information was requested from the fse with regard to the repair and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : waiting for the parts ordered. Parts not yet replaced.

Event description:
It was reported that during a routine check , the cs100 intra-aortic balloon pump (iabp) machine not working on battery. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected fields: b5, h3, h6 (component codes, investigation conclusion). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the machine is not working on battery as it was being observed and it had been founded the same. Then the fse had further investigated that the machine is working on mains but it is not working on battery. Then the fse had further checked the voltage which is under the required condition. The battery was replaced to resolve the issue and all functional tests performed successfully. Machine handed to the customer in working condition.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.